Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an event where the packaging of 1 box was damaged. The packaging was reported as not sealed properly misshaped. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.